Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, kidney stones, fever, urinary tract infection, light-headed feeling, pyelonephritis, diarrhea, vomiting, hepatitis, headache, blood pressure high and proteinuria. Concurrent conditions included asthma, vaginitis and chlamydial infection. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, anxiety, depression and anemia outcome was unknown. The reporter considered abdominal pain, anemia, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 2-1/2 coils were found on right side and 3 coils on left. Discrepancy noted in essure insertion date, it was given (B)(6) 2005 initially, but in current pfs (B)(6) 2005 was given plaintiff claims did not undergone essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2004: -mild hazy appearance to the pancreas, particularly to the pancreatic head. Correlation to enzymes is suggested. -no evidence of nephrolithiasis or obstructing calculus. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: -received in formalin with the patient's name prieto and labeled as uterus, cervix and bilateral fallopian tubes, is a 130 gram hysterectomy specimen measuring 10.0 x 7.0 x 4.5 cm. The serosa is pale tan to pink and glistening. The ectocervix is pink and finely granular. The endocervical canal is probed patent. The endocervix is tan and mucoid. -the uterus is bivalved to reveal a tan, mucoid endometrium measuring up to 1.8 cm thick and the myometrium up to 1.5 cm thick. Within the fallopian tube stumps are two coiled surgical tubes. Sections to the endomyometrium are unremarkable. Received within the container are two purple tortuous fallopian tubes measuring 5.0 x 0.5 cm and 4.5 x 0.5 cm. Cut surfaces appear unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event added - abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, kidney stones, fever, urinary tract infection, light-headed, pyelonephritis, diarrhea, vomiting, hepatitis, headache, blood pressure high and proteinuria. Concurrent conditions included asthma, vaginitis and chlamydial infection. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the anxiety, depression and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 2-1/2 coils were found on right side and 3 coils on left. Discrepancy noted in essure insertion date, it was given sep-2005 initially, but in current pfs 19-dec-2005 was given plaintiff claims did not undergone essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2004: -mild hazy appearance to the pancreas, particularly to the pancreatic head. Correlation to enzymes is suggested. -no evidence of nephrolithiasis or obstructing calculus.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: -received in formalin with the patient's name prieto and labeled as uterus, cervix and bilateral fallopian tubes, is a 130 gram hysterectomy specimen measuring 10.0 x 7.0 x 4.5 cm. The serosa is pale tan to pink and glistening. The ectocervix is pink and finely granular. The endocervical canal is probed patent. The endocervix is tan and mucoid. -the uterus is bivalved to reveal a tan, mucoid endometrium measuring up to 1.8 cm thick and the myometrium up to 1.5 cm thick. Within the fallopian tube stumps are two coiled surgical tubes. Sections to the endomyometrium are unremarkable. Received within the container are two purple tortuous fallopian tubes measuring 5.0 x 0.5 cm and 4.5 x 0.5 cm. Cut surfaces appear unremarkable.. Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 26-sep-2019: pfs & mr received: case became incident. Lot number, date of removal and events onset date were added. New events menorrhagia, vaginal bleeding, depression and mental anguish, anemia. Updated outcome of events pelvic pain, menorrhagia, vaginal bleeding to recovered/resolved. Medical history, treatment drugs, lab data and concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.